Manufacturer narrative:
Patient confirmed date of implant is (B)(6) 2017. Customer quality conducted a review of the received x-ray and CT scan. No product was returned. Investigation was performed on the received medical images. Upon review of the medical images, no product issue was able to be confirmed. The risk documentation was reviewed and this complaint condition is adequately addressed by the risk documentation. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Customer quality unit received a maude report mw5073583-1 forwarded from department of human services. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. Concomitant parts reported: 3.5mm ti cancellous polyaxial screws (part # 04.614.014, lot number unknown, qty 1); ti locking screw: (part # 04.614.508, lot # unknown, qty. 2); 3.5mm ti curved rod (part # 04.614.730, lot # unknown, qty. 1).

Manufacturer narrative:
Date of postoperative radiolucency development around the left c5-c6 screws along with head separating from one of the screws is unknown. Additional device product codes: kwp, mnh, mni. Not explanted yet. Complainant part not is expected to be returned for manufacturer review/investigation. Initial reporter is patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient still is experiencing on-going pain. X-rays taken in (B)(6) 2018 show radiolucency around the left c5-c6 screws, and a 3d CT scan was done on (B)(6) 2018. The patient states that the CT scan report indicates a linear lucency extending from the superior endplate of the left c5 vertebrae continuous with the anterior cervical screw at c5. Also report indicates the c6-c7 right vertebral facet has moderate arthropathy greater than the left. Patient states the 3d CT scan appears to show the head of the c6 posterior screw has separated from the rest of the screw. This has not been confirmed by a medical professional. There has been no further treatment or revision of the c5-c6 posterior cervical fusion. The patient has had no further contact, examination, or treatment with the implant surgeon. Concomitant parts reported: 3.5mm ti cancellous polyaxial screws (part # 04.614.014, lot number unknown, qty 3); ti locking screw: (part # 04.614.508, lot # unknown, qty. 4); 3.5mm ti curved rod (part # 04.614.730, lot # unknown, qty. 2). This report addresses the postoperative on-going pain after the (B)(6) 2017 revision surgery and radiolucency around the left c5-c6 screws along with allegation of the head separating from one of the screws. The revision surgery performed on (B)(6) 2017 due to loosening and possible migration of the screws on the right side has been captured under linked complaint (B)(4). This report is for one (1) 3.5mm ti cancellous polyaxial screw 14mm. This is report 1 of 1 for complaint (B)(4).